Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. G2: removed health professional from report source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to the manufacturing site. The root cause of the suggested event cannot be identified. Based on the facts obtained from the investigation, the inspection by the repair department confirmed that parts of the endoscope were stuck inside this device. Therefore, it is presumed that the e110 is displayed due to damage to the filter caused by the impact of the remaining parts. The reported fault by customer was likely a result of mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had optical filter damaged (e110) error. There were no reports of patient harm.